Event description:
It was reported that the ventilator failed the o2 flow calibration during preventive maintenance after installation of a new o2 module. There was free flow each time the oxygen setting was higher than 21%.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.